Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 400 mg/dl, 325 mg/dl and 234 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose level with manual injections. The customer reported nausea as a symptom related to high blood glucose level. The customer did not allege that the insulin pump was under delivering. The customer declined troubleshooting for high blood glucose level and for the presence of leaks and air bubbles. The insulin pump will not be returned for analysis.